Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 2 years post op the initial right tka, this 67 y/o female patient was revised due the recall. Patient had a little bit of discomfort but no major problems. Surgeon went ahead and did a liner exchange and a tele exchange. Patient was last known to be in stable condition following the event. Device is not retuning, surgeon did not feel they needed to be sent back, there was no significant problems with the liner.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision was due to the device recall; no other reason was reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 2 years post op the initial right tka, this 67 y/o female patient was revised due the device recall. The patient had a little bit of discomfort but no major problems the surgeon did a liner exchange and a tele exchange. Revised were liner with a 3.5 /13 mm ps inserts and a new 32 patella. There were no reported issues during the surgical revision procedure. Patient was last known to be in stable condition following the event. Device is not retuning, surgeon did not feel they needed to be sent back, there was no significant problems with the liner. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. No additional information.

Event description:
As reported, approximately 2 years post op the initial right tka, this 67 y/o female patient was revised due the device recall. The patient had a little bit of discomfort but no major problems the surgeon did a liner exchange and a tele exchange. Revised were liner with a 3.5 /13 mm ps inserts and a new 32 patella. There were no reported issues during the surgical revision procedure. Patient was last known to be in stable condition following the event. Device is not retuning, surgeon did not feel they needed to be sent back, there was no significant problems with the liner. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. No additional information.